Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17247, related manufacturer reference number: 2017865-2020-17248. It was reported that the patient presented for remote follow up via melin.net with noise recorded by the pulse generator. The source of noise was unable to be identified. No interventions were reported. The patient was in stable condition.